Event description:
Writer entered room to chart cvvh numbers, noticed there was a puddle of liquid on the floor, assessed the cvvh machine. Upon assessment, writer identified that the tubing was leaking inside of the cartridge door. Writer gave blood back to patient and took down filter.